Event description:
On (B)(4) 2012, the physician's nurse reported that the handheld was not working. Follow up found that the issue was that it appeared the handheld was not holding a charge. When the handheld was plugged into the wall, the power button was orange; however, it was verified that all cables were seated and that the ac adapter did not appear to be damaged or frayed. The physician stated that he had tried charging the device using multiple outlets and the company representative tried charging the device for ten minutes as well. Once charged, the representative tried to power it on, but nothing would happen when the power button was pressed. It was confirmed that the screen lock was not engaged, the battery door was secured, and the lock on the battery door was engaged. A hard reset was performed while the device was unplugged which elicited no response. A hard reset was performed again while the device was plugged in and a screen which stated "clear all data" was quickly observed; however, it powered off before any other action could be taken. A second hard reset was performed with the device plugged in, but there was no response. A new programming system was provided to the physician. Attempts for information on the conditions the programming system was stored in are in progress; however, no additional information has been provided. The handheld and software was returned on (B)(4) 2012 and is pending product analysis.

Event description:
Product analysis was performed on the returned handheld and the reported allegation of battery failure and inability to hold a charge was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.. Product analysis on the returned flashcard found no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. Follow up with the physician's office found that the handheld was always stored in room temperature within the case. It was stated that the device was never stored near metal objects which could cause a short circuit. No additional information has been provided.